Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total anomalous pulmonary venous return procedure, after 10 stitches were sutured, the needle was clamped and passed through by a small bend. It was found that the needle tip was broken and missing 1mm. It was immediately searched but not found. Arm radiography was done, but the missing piece was not found and the surgeon decided to close the chest and sent the patient to the ICU. It was confirmed that the fragment was left inside the patient's cavity.